Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a treatment with an ak 96 machine, an excessive fluid removal of 1000 ml was observed. There was patient involvement but no patient injury and no medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not received for evaluation; however, it was reported that the local technician replaced the bypass o-ring, level switch o-ring, tava, byva, diva, evva valve film of the machine as part of a preventive maintenance. The cause of the reported event could not be determined. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.